Event description:
Event description cpi received information that during an invasive procedure to reposition this bipolar lead, model 4269, the physician broke the setscrew of this implantable pulse generator (ipg). The ipg was explanted. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect of the lead.